Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the medications were not crossing. A technical support specialist stated that technician from becton dickinson (bd) had resolved the issue by restarting the inbound processing service on the es server. There was another case for a different facility on the same server. The issue was resolved, and messages for orders began flowing normally. The tss called and informed the customer, who responded and granted permission for case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications were not crossing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.